Event description:
During a review of the logs of the returned homechoice (hc) machine, a system error 2240 alarm was identified during initial drain.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was identified during a review of a returned homechoice (hc) device; there was no report for this alarm called in by the customer. There is no evidence that problems with the hc contributed to se 2240. A cause was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.